Manufacturer narrative:
The ion selective electrode (ise) system routinely is calibrated every 24 hours. Ise qc is run every 8 hours. Before the event qc results were within the lab's established ranges. The twice-weekly flow cell maintenance procedure has been in use. Pre-analytical sample handling was discussed with the customer. The customer replaced the sodium electrode. Service was not requested. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The samples were re-tested and repeated results were reported out of the lab. Actual results were not supplied. The erroneous results were not reported out of the lab. There was no affect to patient treatment.